Manufacturer narrative:
The surgeon wanted to use the coag function on the bovie pencil and it did not work. Bovie was switched from monopolar 2 to monopolar 1 to see if the machine was the problem, but the coag function still did not work. Cut function did work, however. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Cautery not working.